Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that after a fall, the patient developed a small opening at the ipg incision site. The patient was prescribed with antibiotics. Once the ipg pocket was opened, a large amount of runny, yellow tinged color liquid poured for the ipg site. No device malfunction was suspected. All components were explanted and discarded per hospital policy. The patient fully recovered postoperatively.